Event description:
It was reported that the iab was inserted and the position checked by fluoroscopy. The iab functioned well for about 9 hrs, when blood was noted in the tubing. The iab was removed without any pt complications.